Event description:
Rn (registered nurse) arrived at unit and received in hand off report that outer sheath of patients broviac was damaged at bifurcation site. Previous rn also stated that neither lumen had blood return last evening [redacted date]. Upon assessing broviac both lumens had blood return and were cleared for use. Per moc surgery intern at bedside last night who asked to "play with repair kit." Moc requesting to speak with surgery attending. Surgery at bedside today and recommending that no repair is necessary due to increased infection risk. Rn stabilized broviac with steri strips and tape. Rn also placed secondary securement with stat lock.